Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop and driveline fault events could not be conclusively determined through this investigation as no log file data from the time of the events were provided by the account. The patient had undergone two external driveline replacements on (B)(6) 2020 due to pump stop and driveline fault events (refer to MFR 2916596-2020-02518 for evaluation). The patient remained ongoing on (B)(6) until eventually stopped in (B)(6) 2021 and was unable to be restarted, which resulted in ventricular assist device decommissioning (refer to MFR 2916596-2021-03583 for evaluation). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 30mar2017. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 30mar2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing pump stops since their driveline repair on (B)(6) 2020. During (B)(6) 2020 the patient experienced 10 pump stops during an outpatient clinic. On (B)(6) 2021 the patient began experiencing 2-5 pump stops/day and driveline fault alarms. No medical or surgical intervention had been performed. The patient was asymptomatic during the pump stop events.